Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. The device was not returned to olympus for inspection. The investigation was performed based on the information provided by the customer and the field service. The reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: replacement of xenon lamp. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had ¿lamp error¿ e102 during an unspecified procedure. There were no reports of patient harm.